Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
It was reported that the patient was bleeding ¿like crazy¿ during the first implant surgery. They had to take the patient back to the emergency room. The patient was opened up and closed back up. Additional information about this intervention was requested. If received, a follow up report will be sent.